Event description:
It was reported that the patient presented to the hospital with inappropriate therapy for atrial fibrillation during a prolonged svt episode. Programming changes were recommended. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.